Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported 32056, 48100, and 1123 errors were confirmed and replicated. In logs, the 32056, 48100, and 1123 errors were found indicating the axes controller arm (aca) failed to initialize inter-integrated circuit (i2c) device, i2c bus error, and usm encoder error failed to read data from searchlight on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where current check was found to be failing on the degrees of freedom (dof) 2. Once testing was completed the yaw searchlight and yaw searchlight flat flex cable (ffc) were tested and were verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw searchlight and yaw searchlight ffc were found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a 32056 error at startup. The customer did a couple of power cycles and a patient side cart (psc) emergency power off (epo) with no change. The customer would see if they had another psc they could bring into the room. There was no report of patient involvement or reported injury.